Event description:
Procedure type: sleeve gastrectomy. According to the reporter: idrive was used during a test-op at a lap sleeve in presence of sales rep. The first two magazines egia60amt were fired properly and the third magazine was connected. Instrument was placed at the stomach. For inexplicable reasons the roticulation mechanism activated several times although the surgeon did not operate. Instrument was removed off the situs immediately. Also on the op table instrument activated itself several times without a persons hand. No person handled with the instrument at this time. We disconnected magazine and adapter, let them calibrate and connected them new. Then the magazine and functionality of the instrument were without incident and very satisfied. No person injured, no extension of op, no blood loss, no extension of inclusion, no change of op, no loss or damage to tissue, reinforcement material used - gore seamgard.

Manufacturer narrative:
(B)(4).